Manufacturer narrative:
A ge svc rep performed an onsite investigation and was unable to duplicate the issue however software errors were identified. The nodes to the generator interface board and the fluoro functions board were erased and reloaded. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's c-arm intermittently would not perform upwards, downwards, or rotational movement. No pt injury was reported.